Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a defective response button switch. Additionally, the front and rear response buttons were missing the response button covers. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.